Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that almost 6 months after the dental implant was installed in intraoral region #14 it was verified its non- osseointegration. Thirty two (32) ncm of primary stability was achieved and immediate load was not executed. Patient presented insufficient bone quality/quantity (bone type ii) and bone graft was executed.